Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of (B)(6) 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the "patient developed a left femoral nerve palsy following cooled rfa [radio frequency ablation]. While the exact mechanism is likely unknown, we hypothesize that scarring from prior acetabular surgery with blunt dissection to anterior inferior iliac spine in close proximity may have distorted the femoral nerve pathway into the ablation zone. Additionally, pre-injection with 2% lidocaine may have reduced the impedance of local tissue and may have inadvertently increased the size of the lesion during the procedure. This is a [patient] with pertinent history of chronic hip osteoarthritis and left acetabular fracture status post orif [open reduction internal fixation] 8 months prior who presented for repeat hip rfa. On week 2 follow-up, patient returned with left anterior and lateral thigh numbness, painful paresthesia, and allodynia with associated left hip flexor and knee extensor weakness rated 0/5 on manual muscle testing. A nerve conduction study and electromyography were obtained."